Event description:
1.9 fr single-lumen PICC line had been placed for IV nutrition support secondary to prematurity. The tip of the PICC was at the superior vena cava, with 3 cm out at the insertion site. One day later following PICC dressing change, the length out was noted to be 3.3 cm. No documentation of advancement of the line was found. A few days later the patient had apnea and desaturations, blood gas ph 6.99, co2 43, bicarb 12, base deficit -20. Hand bagging and stimulation were not successful. Multiple doses of epinephrine, 1 dose of hydrocortisone and 1 dose of bicarbonate were given with no response. Patient's lactic acid was greater than 20. Chest x-ray showed no pneumothorax, and the ett in good position. Radiologist noted PICC line had been advanced with the tip in the mid right atrium. The patient did not respond to resuscitative measures, so the parents elected to stop and the patient expired. Autopsy found that the tip of the PICC line had eroded through the posterior wall of the right atrium, and the patient had acute pericardial tamponade. There was 5 milliliters of yellow emulsion in the pericardial cavity.